Event description:
The customer reported the system was out of dose specifications. No reports of pt injury.

Manufacturer narrative:
(B) (6) report. A ge service representative performed an on site investigation. The representative calibrated the generator. The system was tested and found to be working as intended, and put back into service.